Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to skin flap breakdown. The device has not been made available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Device currently unavailable.

Manufacturer narrative:
This report is filed on 17 mar 2014.